Event description:
It was reported that thrombosis occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was successfully performed using a 31 mm watchman flx laa closure device with delivery system (wds). Following the procedure, the patient was prescribed pradaxa 300 mg. 53 days post procedure, (B)(6) 2022, during a routine follow up examination a 9 mm wide thrombus was observed on the closure device. The thrombus was observed to be non-mobile, laminar, and biased towards the limbus. Heparinization was performed to treat the thrombus. No patient complications were reported.